Event description:
Pt had witnessed respiratory arrest at 0813. Upon going back on the telemetry trends, there was an apparent run of v-fib @ 0748. No alarms were noted by the staff, and no strips were automatically run off. Co eval noted that the alarms were on. Pt stayed the night in ICU end returned to her previous baseline. Co at facility on 4/10/97 and determined. Problem may be in channel analog, or the transmitter/antennae/processor, cpu software.